Manufacturer narrative:
(B)(4)

Event description:
A retrospective analysis was published in journal of refractive surgery; entitled, "reasons for explantations of posterior chamber phakic intraocular lenses in 1,490 eyes". The study consisted of a review of implantations from a single center. Symptoms recorded included visual acuities, refraction errors, endothelial cell counts and measurements of the vault before and after exchange. The results of the review found that twenty-three of the 1490 eyes with implantation required removal or exchange. The conclusion of the article was that removal of lenses was excessive vault outside of ideal limits and cataract development. If additional information is received a supplemental report will be submitted.